Event description:
It was reported the patient received inappropriate shocks. Interrogation of the device showed the lead impedance out of range and oversensing. The lead was replaced. No further patient complications were reported as a result of this event, and the patient outcome was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. High ventricular impedance was noted. The ventricular pacing impedance measurement was in the 300 - 400 ohm range throughout the record ending (B) (6) 2010, except for a single value of infinite on (B) (6) 2010. The lifetime ventricular sensing integrity counter was 5996, and all but 4 of these counts occurred since (B) (6) 2010. A high value of this count can indicate a possible intermittency in the system.